Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was explanted and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was explanted due to fluid loss.